Manufacturer narrative:
The device was received partially deployed with the exposed needle beyond the needle well. Blood was observed on the device. Investigation found that the hard cannula was not properly seated in the slide retract. Due to damage observed on the slide retract, the hard cannula was incorrectly installed. The needle mechanism was manually reset to the not deployed position but the hard cannula would not stay seated in the damaged slide retract. Additionally, inspection of the formed needle found a bent needle as well as a burred needle tip. The abnormalities observed with the device can be determined as the causes for the reported symptoms of needle did not retract as well as bleeding and bruising. Although a bend was found on the formed needle, the timing and cause of the damage cannot be determined. It also cannot be determined if it contributes to the reported events.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the patient¿s blood glucose reached 400 mg/dl. While wearing the pod between 4 and 24 hours on the arm. The patient experienced bleeding and bruising and that the needle mechanism did not retract as intended. This indicates a needle mechanism failure. As treatment, a new pod was applied.